Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 170 mg/dl by the time paramedics arrived, and 101 mg/dl at the time of the call. The customer used food and was given a glucose shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was getting lost sensor, weak signal alarms, and had inaccurate sensor readings. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.